Manufacturer narrative:
Correction to report type and h1 to reflect serious injury.

Manufacturer narrative:
The reported events of ¿lead noise¿ and ¿insulation breach¿ were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported event of ¿insulation breach¿ was isolated to the external insulation abrasion breaching the outer insulation consistent with friction to the device can. The cause of the reported event of ¿lead noise¿ was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed oversensing due to noise. Upon revision, insulation breach was noted. The product was explanted and successfully replaced. There were no patient consequences.